Event description:
The reporter stated that he did a meter to lab comparison test. At 7:30 am he did a fasting blood glucose test which was 205 mg/dl. He went to his doctor's office, and at 8:00 am they did a lab test; the result was 265 mg/dl. He did not have any symptoms. The reporter said that he checks his confirmation dot for enough blood and compares it to the color chart. A control solution test was in range, 135 (101-151).